Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 latch was loose, and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 failed and required maintenance. A field service engineer (fse) tightened up the loose latch and reseated all cables. The system functioned as intended after field service engineer repaired the device.